Event description:
After a tympanoplasty procedure of approximately 3 to 4 hours, user discovered a full thickness thermal injury of approximately 30 square millimetres. The damaged area was treated and the patient will undergo plastic surgery. Specific information as to the weight and date of event was not available from the user facility.